Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40-50s mg/dl. Bg cause was not known. Customer consumed carbohydrates to address bg. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.